Manufacturer narrative:
The customer checked module a and did not identify any issues. The customer performed a hardware check on module b and noted issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for alp2 alkaline phosphatase acc. To ifcc gen.2 (alp2) between two cobas 6000 c (501) modules with serial numbers (B)(4) (module a) and (B)(4) (module b). The initial result from module b was 530 u/l. The repeat results from module a were 332 u/l and 297 u/l. No questionable results were reported outside of the laboratory. It is not clear which results were believed to be correct. The customer used 2 different alp2 reagent lots: 64607701 with an expiration date of 31-mar-2023 and 631644, expiration date not provided. It is not clear which reagent lot was used for which result.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. Reagent issues were excluded. The investigation determined the event was consistent with a pre-analytical handling issue.